Manufacturer narrative:
Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted into the common bile duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the first flange was deployed in an incorrect position in the bile duct. Reportedly, the event was due to a handling error of the physician. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.